Event description:
It was reported that on (B)(6) 2010 the patient was hospitalized for severe pain. The patient's pump broke free from mooring anchors and flipped around in the pocket and caused the pump side catheter to wrap around in coils and knots. The catheter surgically revised (B)(6) 2011. Per the reporter, the event resolved without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that a pump programmer interrogation was done on (B)(6) 2011, according to which drug delivered via the device was morphine 10mg/ml and bupivacaine 10mg/ml at a daily dose of 3.997mg each respectively.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported an MRI was done to check for progression of ms, results showed MRI unchanged. A catheter dye study, results failed dye study done (B)(6) 2010. The severity was indicated as severe.

Event description:
The patient fell due to a multiple sclerosis flare-up. The fall caused the pump to become loose in the pocket.

Manufacturer narrative:
Personal therapy manager model # 8835, serial # (B)(4); catheter model # 8709, serial # (B)(4), implanted unk, explanted unk; catheter proximal revision kit model # 8596sc, serial # (B)(4), implanted (B)(6) 2010, explanted (B)(6) 2011.